Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that fatigue from cardiac dynamics and motion in the months after the procedure resulted in the reported fractured stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Additionally, the reported difficulties possibly caused/contributed to the reported patient effects; however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure as reportedly a second xact stent was implanted as treatment. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a calcified lesion in the internal carotid artery. The 8-6-40 xact stent was implanted without issue. Two months post procedure the patient presented with dizziness and it was noted the stent had fractured. A second xact stent was implanted as treatment.